Event description:
A caregiver reported that a child in her care was chewing on a crest childrens' toothbursh had bit the tip off of the toothbrush in 2005. The child choked on the tip and aspirated on the piece. The caregiver reported that she patted the back of the upside down child an "got the piece up". She looked in the mouth and removed the piece from the mouth with her fingers. The caregiver reported that the child did not have any medical attention and had no symptoms related to the incident post removal of the tip. She mentioned that she had just completed a first aid class which was required for her work at the home and she trusted her instincts. She stated that the child was fine. The case outcome was recovered. Past medical history included: allergy - none reported, medical history - none reported. The caregiver mentioned that the child was given a manual toothbrush for teething. She did not know what long the brush had been used.